Manufacturer narrative:
Additional device product code: hrs. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for distal humeral fractures by using 2.7 mm va lcp elbow system. During the surgery, when the surgeon tried to fix the plate with the locking screw, but he could not tighten the locking screw while it turned idle. He changed inserting angle of the locking screw and tried to insert it, but he could not tighten it. He removed the plate and checked whether the locking screw could be tightened or not, but the locking screw could not be tightened. Surgeon used another plate and the locking screw,to complete the procedure. The surgery was successfully completed with a sixty (60) minute surgical delay. Patient outcome is reported as stable. No further information is available. Concomitant device reported: va-lcp dhp 2.7/3.5 lat r short 1-ho l69 (part # 04.117.801s, lot # h700967, quantity 1). This report is for one (1) 2.7mm ti va locking scr slf-tpng with t8 stardrive recess 30mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: va lockscr ø2.7 head 2.4 self-tap l30 ta (product code: 04.211.030s, lot#: 1l77561, qty:1) was received at us cq. Upon visual inspection at cq, the threads on the variable angle locking screw head were observed to be damaged. Functional test: a functional test was performed by assembling the 2.7mm variable angle locking screw with the 2.7mm/3.5mm va-lcp lateral distal humerus plate and tightening it. It was observed that the variable angle locking screw could not be tightened into the variable angle locking holes. Can the complaint be replicated with the returned devices? Yes. Dimensional inspection: dimensional inspection cannot be performed due to post-manufacturing damage. Documentation/ specification review: the following drawing was reviewed: 2.7mm variable angle locking screw self-tapping, stardrive recess: (current and manufactured) no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: visual inspection and document specification review of the received device was performed at cq. The complaint can be confirmed as the 2.7mm variable angle locking screw could not be tightened into the variable angle locking holes. A definitive root cause could not be determined for the reported problem, but the threads could have been damaged due to the application unintended forces. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot sterile -part. Part: 04.211.030s. Lot: 1l77561. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: oct 8, 2018. Expiry date: oct 1, 2028. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non - sterile part. Part: 04.211.030. Lot: h726650. Manufacturing site: monument. Manufacturing location: monument. Manufacturing date: sept 6, 2018. Part number: 04.211.030, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 30mm. Lot number: h726650 (non-sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection, ns049907 rev n met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.030.999, 2.8mm ti screw blank 30mm 02.7 variable angle w/sd8. Lot number: h681321. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process inspection, ns070568 rev e met all inspection acceptance criteria. Device history review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.